Event description:
It was reported that a patient had been experiencing bradycardia for four weeks. The bradycardia was identified during epilepsy monitoring. During the patient's monitoring, the patient was ordered to stop taking his medications, but his vns was left programmed on. The patient typically had nocturnal seizures, several of which were captured during monitoring; however, there were several bradycardic episodes where the patient's heart rate was approximately 20 beats per minute. The cardiologist believed that the patient's vns was causing the patient's bradycardia, but the epileptologist and neurologist did not believe the bradycardia was related to the vns. The vns was programmed off on the fourth and fifth days of monitoring to determine its relationship to the patient's bradycardia. The bradycardia reportedly did not occur when the vns was programmed off. The vns was programmed back on, but the autostimulation feature was left programmed off. The bradycardia reportedly did not occur when autostimulation was off. The neurologist planned to monitor the patient using a holter monitor for 4 weeks, after which a cardiologist will evaluate the data to determine if the patient had preexisting cardiac issues. At the time of the report, the patient was not known to have any preexisting cardiac problems. No additional relevant information has been provided to date.

Event description:
A company representative downloaded data from the patient's device to review with the physician. No bradycardia events were observed on the patient's holter monitor during autostimulation events. The patient was scheduled for continued holter monitoring. No additional relevant information has been received to date.

Event description:
The patient¿s family member reported that the patient recently began having an increase in seizures, one of which caused the patient to have a hernia. The seizure increase happened after the patient¿s vns autostimulation parameter was programmed off due to the patient experiencing an av block with 2:1 conduction, according to the patient¿s family member. At the time, the patient¿s heart rate had been dropping to 20-40 beats per minute. The patient was reportedly seizure-free for 7-8 weeks after having his settings adjusted, and the patient¿s seizure rate was reportedly increasing, but was still below, his pre-vns levels. The patient¿s family member believed that only autostimulation should have been programmed off, and that magnet mode and normal mode stimulation should still have been programmed on; however, the patient could no longer feel magnet mode stimulation, which prompted concern that all output currents had been programmed off and resulted in the seizure increase. It was later reported that only autostimulation was programmed off and normal and magnet mode stimulation were both reduced. The patient¿s family member was concerned that the vns was causing the patient¿s heart problems but wanted to know if the settings should have been readjusted to treat the patient¿s seizures increase. The patient requested that his vns settings be programmed back up due to his seizure increase; however, that neurologist did not feel comfortable readjusting the settings because the patient was still going through cardiology studies. The neurologist noted that around the same time as the seizure increase, the patient also was prescribed 3 new seizure medications in addition to the one he was already taking. The physician believed that the patient may not be compliant with his medication as the patient previously told the physician that he wasn¿t planning to take all 4 medications; however, the patient¿s medication noncompliance has not been confirmed. The patient¿s cardiologist believed that the patient possibly needed a pacemaker. The cardiologist believed it was possible that the patient had an underlying heart condition prior to vns implantation. No additional relevant information has been provided to date.